Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon, but the phenomenon was not reproduced. Omcs will continue the evaluation the subject device and otv-s190 used in combination. The ch-s190-xz-e instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic hysterectomy, this event occurred. Approximately 5 minutes to 10 minutes after the case was started, noise appeared on the endoscopic image, and the endoscopic image was not displayed. The user facility checked wiring and rebooted the subject device, but the phenomenon was not solved. The user facility replaced the subject device and otv-s190 with spare devices, and completed the procedure. After the procedure, the patient has no problem. Member of dealer who visited the user facility during this procedure, heard the abnormal noise from the connection portion between the subject device and otv-s190, before the endoscopic image disappeared.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) tried to reproduce the phenomenon, but the phenomenon could not be reproduced. Omsc confirmed the following things. Omsc confirmed that water-tightness at the video connector of the subject ch-s190-xz-e was abnormal. Omsc confirmed that the shape of the o-ring at the video connector which was confirmed abnormality with water-tightness was deformed. Omsc confirmed the mark of the moisture inside the video connector. The root cause of this event could not be conclusively determined, because the reported phenomenon was not reproduced. However, olympus was informed that the abnormal noise generated from the connection portion between the subject ch-s190-xz-e and otv-s190, before the reported phenomenon occurred. From this information and above evaluation results, olympus surmised that the cause of this event was the following in theory. The moisture adhered inside the video connector because the water tightness was poor by the deformed o-ring at the video connector of the subject ch-s190-xz-e. Thereby, the circuit board in the video connector became short circuit state and the reported abnormal endoscopic image occurred. There were no further details provided. If significant additional information is received, this report will be supplemented.